Event description:
It was reported that continuous glucose monitor displayed error message during use with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed error message did not reappear, and successfully started new sensor session, with no additional issues reported.